Manufacturer narrative:
The product was not retuned. A photo was provided of the lens in the eye. A crack is observed near the center of the optic. The damage is not in the fold direction or the travel path. This has the appearance of damage caused by the plunger that has advanced over or under the optic. Associated products were not provided. It is unknown if qualified delivery system was used. The product investigation could not identify a root cause for the reported damage. Based on review of the provided photo, the lens is cracked. It is difficult to make a final determination without evaluation of the physical sample. The root cause cannot be determined based on available information. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The product was not returned for analysis. Product history records were reviewed and documentation indicated the lens met release criteria. The product investigation could not identify a root cause. No sample was returned. There is no other complaints in the lot. (B)(4).

Event description:
A facility representative reported that during an intraocular lens (iol) implant procedure, the surgeon noted a crack on the iol after it was inserted into the eye. The lens was removed and another lens was implanted instead. There was no harm to the patient. Additional information was requested.